Manufacturer narrative:
There was no lot number for the shiley percutaneous tube in report (B)(4). Note: this is being submitted as a 5-day report possibly associated to z-1462-2010/z-1523-2010.

Event description:
A copy of uf medwatch report (B)(4) was received stating: an (B)(6) male, was admitted to the hospital with increasing shortness of breath and palpitations. His history was significant for t-cell lymphoma, status post chemotherapy. During the course of hospitalization, the pt's respiratory status declined to the point where he developed respiratory failure. On (B)(6) 2010, dr ordered and performed a tracheostomy placement while the pt was in the ICU as a result of the pt's worsening pulmonary status. The trach was explanted and replaced by another trach tube by dr. (B)(6) as a result of inexplicable air loss which was noted by nurses and respiratory therapists after the trach tube was initially placed. During the process of explanting and replacement, the pt developed worsening respiratory distress, cardiac arrest and CPR was initiated. The pt passed away on or about (B)(6) 2010.